Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had a clot on the right ventricular (rv) lead. The patient was not on his medication to thin it out. The patient was prescribed with a different oral medication. The rv lead remains in service. No additional adverse patient effects were reported.